Event description:
The advocate alleged that she performed a control test using the customer's contour meter and received a reading of 291 mg/dl. A normal control range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. The advocate was in a hurry and did not have time to troubleshoot or provide any additional information. No product will be returned.